Manufacturer narrative:
Result - pivot block tab.

Event description:
It was reported by service report that the left side rail would not lock into place. No pt involvement or adverse consequences are reported.